Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 14mml enterprise vascular reconstruction device (enc451400, 9833615) was impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, 31567762). The stent was found detached from the delivery wire in the microcatheter hub. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 21-nov-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 12-jan-2026 indicated that there was the use of a guidewire in the microcatheter prior to using the enterprise system. There was flushing during the procedure. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5mmd 14mml enterprise vascular reconstruction device (enc451400, 9833615) was impeded in the hub of a prowler select plus 150/5cm microcatheter (606s255x, 31567762). The stent was found detached from the delivery wire in the microcatheter hub. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the surgery. There was no patient injury reported. Additional event information received on 21-nov-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. Additional event information received on 12-jan-2026 indicated that there was the use of a guidewire in the microcatheter prior to using the enterprise system. There was flushing during the procedure. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and two (2) flattened conditions were found on the distal end of the catheter; the first from 0.0cm to 2.7cm, and the second from 3.7cm to 6.9cm. No other damage was found. The microcatheter was flushed with a lab sample syringe; however, high resistance was met due to the flattened conditions. The inner lumen of the hub was found blocked with the ptfe coating. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported regarding the obstructed microcatheter is confirmed based on the ptfe delamination. Regarding this damage, the manufacturing investigation concluded with the following: based on the information reported in the customer complaint, the customer confirms that a guidewire was used to track the catheter and that flushing was being made during the procedure. According to IFU on the ¿recommended procedure¿ section, step 3 mentions that the catheter¿s lumen is to be flushed prior to use with heparinized saline solution. Step 5 described in the IFU, mentions that a guidewire is to be inserted into the catheter and advance into the catheter lumen. Step 8 of the IFU describes that the guidewire and the catheter must advance alternatively until reaching the desired site. A note describes that if any strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If no cause is determined, the catheter is to be removed with the guide wire. According to the above, if any obstruction were to be present in the catheter before the procedure, the flushing and resistance with the guidewire could have detected this condition. Per the complaint report, the obstruction was found after the catheter reached the desired site and during the introduction of the enterprise vascular reconstruction device. If the instructions described in the IFU were followed accordingly, the catheter was free of obstruction during the flushing and introduction of the device into the patient¿s body. The unit was built according to the validated process parameters for the microcatheter¿s prowler select plus product. No alarming conditions were found during the manufacture of this lot and all the personnel involved were trained in the processes where this defect could have been caused. The current manufacturing process has controls to inspect and detect any possible obstruction / resistance inside the catheter¿s lumen. Based on the statements above, it is not deemed that the obstruction could have been caused by the manufacturing process of this catheter. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the ptfe delamination. The flattened condition at the distal end of the microcatheter was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.